Manufacturer narrative:
Investigation is started as soon as the affected foot switch and log files are received.

Event description:
While operating the laser, it looked like the vertical sensor gave a false positive, causing the laser to go in standby mode. Furthermore, the top left button of the foot switch got stuck during operation, causing pressure to go very high.

Event description:
While operating the laser, it looked like the vertical sensor gave a false positive, causing the laser to go in standby mode. Furthermore, the top left button of the foot switch got stuck during operation, causing pressure to go very high.

Manufacturer narrative:
Investigation is started as soon as the affected foot switch and log files are received. Follow up 02 april 2019: the foot switch was investigated by dorc however the alleged stuck button could not be reproduced. To be able to find out the root cause the affected foot pedal was sent to the supplier to perform further investigation. - attachment: [mir_47966 follow up report_signed.pdf].

Event description:
While operating the laser, it looked like the vertical sensor gave a false positive, causing the laser to go in standby mode. Furthermore, the top left button of the foot switch got stuck during operation, causing pressure to go very high.

Manufacturer narrative:
An investigation on the alleged failure of the foot pedal was performed by the supplier of the foot pedal and a risk analysis was performed to evaluate the risk associated to the reported failure by a multidisciplinary team of dorc experts. As indicated in the dekra test report on iec 60601-1 medical electrical equipment, part 1: general requirements for basic safety and essential performance (ref. 2229863.50a), the relevant requirement (15.4.7.1b) concerning the foot switch: 'foot-operated control devices of me equipment shall be able to support the weight of an adult human being. Compliance is checked by application to the foot-operated control device, in its position of normal use, of an actuating force of 1 350 n for 1 min. The force is applied over an area of 30 mm diameter. There shall be no damage to the device resulting in an unacceptable risk.' Passed the test (see page 85 of the test report). The supplier of the foot pedal also performed a test to the requirement mentioned above, however this test concerned abnormal use (oblique loading). This was done by determining the vertical load on the top until the lock is released and furthermore, the influence with additional lateral actuation was considered. The investigation showed that with abnormal use (oblique loading in the pedal direction), the locking can be overcome at about 200 n, with exact force depending upon the angle of the force application. During the risk analysis by dorc experts the hazards related to a stuck top button for all possible programmable functions were analyzed, in conjunction with the determination of the possibility to dislodge the button with the application of significant force in an abnormal manner. It was concluded that risk controls are in place to reduce risk on patient harm to an acceptable level, this risk analysis is attached to this report. - attachment: [mir_47966 final report_signed.pdf, rprt30585300_eva_footswitch_risk analysis.pdf]